Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -5.0 into the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vault and significant reduction of irido-corneal angles. In a separate surgery that day a shorter length lens was implanted and the problem resolved. Cause of event reported as other.

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels . Claim# (B)(4).